Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens was stuck in the cartridge prior to insertion and the cause was unk. The lens was not inserted and there was no pt contact or injury.